Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use, the volume view thermistor manifold broke into two. It was confirmed by the customer that the event occurred when there was no clinical staff present, so the device was not being manipulated. The customer states the patient¿s husband became aware of the issue when he saw some drops of blood on the floor. Hospital staff was alerted and the thermistor was replaced without further incident. The customer reported the estimated blood loss was less than 50ml, with no blood noted on the patient¿s bed. The patient was monitored for a few hours after the incident and there was no allegation of patient injury or consequence.

Manufacturer narrative:
Our product evaluation laboratory received one volumeview manifold and attached 4-way stopcock. Blood was visible inside broken male luer. The male luer on the thermistor side of the volumeview manifold had been completely broken off. The cross surfaces of the broken luer were rough and uneven. The broken parts of the male luer matched at the side of damage. No other visible damage was observed from the returned manifold. The customer report of damage to volumeview manifold was confirmed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. It is common clinical practice to inspect all products before usage. When a manifold breaks and a clinician is not present, there is a potential for significant blood loss. The break will result in the need to exchange the component, which can be accomplished with minimal risk to the patient. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.